Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt and no anomaly was found on the header that is related to the field concern. Analysis of device image and session records indicated an increase in pacing output settings as well as acap confirm, and rate responsive feature enabled during the implant period. When automatic settings, such as acap confirm and rate responsive feature, are programmed the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed found no anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient had no consequences and was stable.